Event description:
Discordant immunoglobulin m (igm), immunoglobulin g (igg), micro albumin (malb), phosphorus (phos), iron, enzymatic creatine (ecrea), aspartate aminotransferase (ast) and uric acid (urca) results were obtained on multiple patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s). The customer repeated the samples on an alternate system. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant igm, igg, malb, phos, iron, ecrea, ast, and urca results.

Manufacturer narrative:
The initial MDR 1226181-2015-00085 was filed on february 6, 2015. Additional information (05/11/2015): siemens healthcare diagnostics has identified the following two issues using dimension vista intelligent lab system software versions 3.6.1, 3.6.1_mu3p, and 3.6.1sp1. The first issue is that samples may stop processing without notification. The second issue, which can only occur on the dimension vista 1500 system, is unexpected results due to a timing issue that causes a reagent server to temporarily lose synchronization during the automatic removal of reagent cartridges from reagent server 2 to waste a container. In this scenario, incorrect reagent or no reagent delivery may occur. An urgent medical device correction (umdc) was sent to customers within the us in may 2015 and an urgent field safety notice (ufsn) was sent to customers outside the united states in may 2015. The umdc and ufsn are for the dimension vista 500 intelligent lab system and the dimension vista 1500 intelligent lab system and are entitled "information regarding vista software issues." The umdc/ufsn explain these issues and provide actions customers can take if they experience them. Siemens will be providing corrections for these issues in a future vista software version.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data and replaced the reagent 1 mixer, reagent 2 mixer, mixer cables and reagent 3 probe. The cse also cleaned the drains and performed a system check. The cause of the discordant igm, igg, malb, phos, iron, ecrea, ast, and urca results is unknown. The cse ran service methods and successfully ran quality controls. The instrument is performing within specifications. Further evaluation of the device is not required.